Event description:
Patient in operating room (or) for bilateral humerus fractures from same level fall. During placement of a plate to splint the fractured left humerus area, the drill bit broke off into the bone. Surgeon decided to leave the bit fragment in place. The procedure was completed, and patient is recovering.